Event description:
It was reported that cadd- legacy plus pump alarmed occlusion error won't clear. No patient injury reported.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 06-june-2022 via email: event did not occur while in use by patient. Found during testing.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Found high pressure messages in the event history log cause downstream sensor alarmed problem. Replaced downstream sensor as preventive action. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: h6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106 d4: correction: model number: 6500